Manufacturer narrative:
(B)(4). G2: japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to loosening of the cup. The cup was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to limited information provided. No product was returned or pictures provided; dimensional and visual evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.